Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation failed to deliver gas to the patient. The patient was disconnected from the workstation and was ventilated manually. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The anesthesia workstation was examined after the event. A successful system check out was performed and a function control went through without errors. No faults were found and the unit was returned to clinical use. There are no reports of faults ever since. The investigation into this matter consists of the received problem description and an evaluation of the received device logs. According to the test log, a successful system check out was performed prior to and after the event. The trend log contains no data since it was saved more than 24 hours after the event. There are no recordings in the technical log during the event. The event log shows that there were clinical alarms such as etco2: high, airway pressure: high, expiratory minute volume: low, etco2: low, fio2: low and regulation pressure limited, generated off and on throughout the case. The "airway pressure: high" result in the activation (opening) of the fresh gas safety valve and will automatically force the system into its expiratory state, avoiding over-pressure situations. It is possible that those alarms may have been caused by an obstruction in the breathing system. Just by evaluating the logs, it is not possible to determine the source of the obstruction. Based on the information above, we are not able to determine the true cause of the experienced event.

Event description:
Manufacturer ref #: (B)(4).